Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 53 mg/dl and 54 mg/dl compared to readings of 115 mg/dl and 205 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 53 mg/dl and 54 mg/dl compared to readings of 115 mg/dl and 205 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and was successful. Sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was de-cased. And poor soldering on battery on the sensor¿s printed circuit board assembly (pcba) was observed. Sensor was unable to to scan after de-casing. An extended investigation was conducted. A visual inspection using a digital microscope identified a damage on the antenna trace. This finding consistent with, and directly contribute to, the reported scanning issue. The observed poor soldering on the battery legs was determined not to contribute to the scanning issue the damage identified on the pcba prevented proper communication between the evm and the returned sensor. As a result, functionality testing could not be performed. Based on the findings, the damage to the pcba likely incurred during the de-casing process is the root cause of the sensor¿s inability to scan. Ultimately, the damaged antenna traces are preventing the evm and returned sensor from communicating thus further tests are unable to be conducted on the returned sensor therefore, this issue will be closed to unable to test. In addition, the dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.